Event description:
It was reported that an unspecified malfunction alarm occurred. The customer will reach out the health care provider to determine alternate method of insulin therapy. Customer¿s blood glucose level was not adversely impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.